Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Pt status post two level corpectomy and acf, levels unk, implanted on (B)(6) 2012 went for routine follow up on an unk date. It was discovered the locking screw was not locked to the plate and a bone screw migrated through the plate onto the vertebral body. Pt was returned to the operating room on (B)(6) 2012 with the surgeon removing the hardware. Pt was revised to the vectra system. This is 3 of 3 reports for this event.